Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their AED's asi light is flashing red, and the device is not providing audible prompts. They reported this did not occur during patient use.